Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device manufacturer: unknown. Bd corporate headquarters in (B)(4) has been listed. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® pst¿ had "coagulation in device or device ingredient."